Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that mild hemolysis occurred after impella placement. Attempts were made to resolve hemolysis, but tee did not show the position clearly. The impella was removed based on the overall situation. No further information was provided.